Event description:
It was reported that the patient experienced recurring incontinence due to his artificial urinary sphincter (aus) not working due to a leak caused by a pin size hole in the cuff. All the components were removed and replaced without patient complications.